Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable pump for intractable spasticity. It was reported that the previous pump was explanted due to an infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.